Manufacturer narrative:
(B)(4). An epidural/pain management procedure was in progress at the time of the complaint. The ge service rep reseated the pcbs, power supply ng1 and ng2 connections. He observed indications of arcing on the image intensifier power supply hv connection. He cleaned and reseated the connection. The system is operating as intended.

Event description:
The customer reported that the image displayed on the monitor became unstable then went blank. Also the system control panel lights up and the display flashed intermittently. Rebooting the system did not correct the problem. No patient injury was reported.